Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection investigation summary: bd received a photo for investigation, which shows sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the end of the rubber sleeve. This occurred with 18 devices. No adverse impact was reported regarding the patient or user.